Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements on the right ventricular channel. Further monitoring of the patient was decided, and future treatment plan will be addressed next follow up. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.